Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to a wire stabbed through it over the back end of a stiff wire. This lead was never in service. No adverse patient effects were reported.